Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).   Concomitant medical products: (B)(6) 2019. 183012 vanguard cr ilok fem-rt 70 - j6389188, 184768 series a pat std 37 3 peg - 024920, ep-189080 e1 vngd as tib brg 10x75 - 318180. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as hospital policy does not allow for product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right knee revision approximately 2 months post implantation due to the locking bar backing out.